Event description:
New information on 4/27/17 stated that the pulse generator was explanted and replaced on (B)(6) 2017. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. All electrical measurements were in range. No intervention was performed. The patient would continue to be monitored closely.

Manufacturer narrative:
Analysis was normal. No anomalies were found.